Event description:
Reportable based on the product analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure, device could not cross the lesion. The target lesion was located in the highly calcified left anterior descending (lad) artery. The physician advanced a 2.25 x 8 mm ion stent to the lesion, resistance was encountered and the device could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is stable. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: a visual examination identified blood and contrast in the guide wire lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There were two stent struts stretched and bent in the first distal row. The distal tip was damaged. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or the stent and tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).